Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00034).

Manufacturer narrative:
The service provider tested the device on 10/09/2020. The test report was received by zyno medical on 12/18/2020. The pump passed the air-in-line test. The service provider stated that "air bubble was created and once it reached the air-in-line sensor it alarmed." The reported issue not confirmed.

Manufacturer narrative:
The device has not been returned for evaluation yet.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and stated that "pump (B)(4) did not alarm air in line after an air bubble went through the pump". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.